Event description:
A report was received that an hospital-acquired pressure injury (hapi) was identified on the forehead of a patient after 12 hours in prone position with a positioner underneath the head. Follow up information was received on 03may2022 that a full thickness wound located left forehead has not fully healed and is expected to result in permanent facial scarring. It is unknown if a cover or linen was in use between the patient's skin and the positioner. Skin assessments were performed every 12 hours when the patient was turned prone to supine, however frequency of assessments during prone positioning is unknown due to difficulty in seeing the patient's skin while in prone position. The positioner was molded and able to support and maintain the desired position when it was initially placed. It is unknown how frequently it was remolded. Follow up information was received on 11may2022 that stated an evolving pressure injury was identified on (B)(6) 2022 upon turning a prone patient to supine position, noted as stage 2 on (B)(6) 2022, and as unstageable on (B)(6) 2022. Treatment consisted of conservative sharp debridement and daily dressing changes. Visible scar and possibly will need plastic surgery involvement. Injury thought to be caused by positioning. Hospital protocol for skin checks confirmed as head to toe skin checks every shift, upon admission, and transfer. Hospital protocol for remolding of positioner every two hours and turn/reposition patient every two hours.